Event description:
The customer reported a falsely elevated architect stat highly sensitive troponin-I result for a 66-year-old female patient with chest tightness. The following data was provided (customer provided reference range (<15 ng/l): on (B)(6) 2025, sid: (B)(6): initial result = 67.28 ng/l (positive). Sid: (B)(6): negative. The first sample (sid: (B)(6) was repeated after the 2nd draw sample generated normal results: 1.52 ng/l, 0.98 ng/l ,0.89 ng/l, 1.23 ng/l and 1.02 ng/l. No impact to patient management was reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect stat highly sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot: 71010ud00. Device history review did not identify any nonconformance's, potential nonconformance's or deviations associated with lot: 71010ud00 and complaint issue. The overall performance of the architect stat highly sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. In this case, sample integrity issues at the time of testing could have contributed to the customer¿s observation. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot: 71010ud00 was identified.